Event description:
On (B)(6) 2013, it was reported that a handheld device (hhd) was having issues staying on despite being plugged in. It was confirmed that the orange light was on, and it changed to green. The device could be turned on with a hard reset. When the hhd was unplugged, it would shut off and could not be turned on. The device was returned on (B)(4) 2013 and is pending analysis.

Event description:
An analysis was performed on the returned handheld device, and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.